Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the (B)(6) patient had developed an itchy rash underneath the lifevest. The rash was described as little, red spots. The patient indicated that he was going to go see his physician regarding the rash. It was reported that on medical advice the patient could end use and return the lifevest. Since removing the lifevest the patient's rash has improved. It was reported that the patient's physician was unsure what caused the rash, suspects a possible allergy to one of the components. Reporting out of caution as it is unsure if the patient was advised to end use due to the irritation.